Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected:h6(device codes) . Product complaint(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient was revised to address elevated ion levels. Litigation alleges the patient suffers from pain, swelling, inflammation, lack of mobility, and infection. Medical records for MDR reportability, with the revision operative note indicating probable alval. No infection was noted as alleged. Lab results from (B)(6) 2012 indicated the cobalt and chromium level were below 7ppb, so the stem is not being added for the alleged high metal ions at this time. Debris was noted when the head was removed, but no corrosion was noted. The cup was noted to be malpositioned, but wasn't revised. In addition to what were previously alleged ppf alleges loosening of cup, fracture (bone), dislocation with open reduction, dislocation with closed reduction, loosening of stem, metal wear metallosis and elevated metal ions. Doi: (B)(6) 2009 - dor: (B)(6) 2013 (right hip).